Event description:
The account alleges that the hi/low runs down when the head up is activated, resulting in unintentional movement of the hi/low down.

Manufacturer narrative:
The tech replaced the testport cable, which resolved the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.